Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports that they were drawing up an injection of kenalog when the needle came completely out of the safety needle holder. The customer reported the needle detached from the hub the first time it was used to draw up kenalog from a vial. The hub was still luer locked on to the syringe and then discarded. The customer had reported the needle did bend and stated there was no pressure exerted. The customer reported they did not hear or feel a snap, it felt as though the needle just detached rather than break.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 330913x was reviewed and no issues were found in samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There was no related process or material changes related to this type of issue for this product within the previous 12 months from the production of the lots. A review of the machine setup was conducted and there were no issues. Observation of the machines at its current conditions does not reveal any issues. The exact root cause of the issue reported by the customer could not be determined without an actual sample to examine. Based on the failure mode described by the customer the most likely root cause is the magellan safety needle did not have sufficient adhesive applied to the hub to prevent the cannula to detach. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The actual sample was not provided for investigation; therefore, no corrective/preventive action related to this issue could be determined at this time. However, a corrective and preventive action (CAPA) was opened to address improvements to the adhesive application process. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will also be used for trending and tracking purposes.